Event description:
Material#: 383519, batch#: 4156831. It was reported by customer that when IV was placed, advanced, and the needle removed, the IV began leaking from the hub at the end of the wings with the grey inner piece. IV flushed and pulled back appropriately. Blood return did not pulsate when drawing back and flushing, but blood did continue to leak from this hub after flushing the IV catheter twice. Rcc received a complaint via email. When IV was placed, advanced, and the needle removed, the IV began leaking from the hub at the end of the wings with the grey inner piece. IV flushed and pulled back appropriately. Blood return did not pulsate when drawing back and flushing, but blood did continue to leak from this hub after flushing the IV catheter twice. Product#: 383519, lot#: 4156831.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4156831. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.